Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) powered off completely was confirmed in the archive data but not during functional testing. Based on the archive data analysis, a possible intermittent power problem occurred around the reported event; therefore, the power distribution board (pdb) was replaced as a preventive measure to address the reported complaint. Reviewing the archive data revealed instances of user advisory 28 (loss of clutch connectivity) around the reported event date. The autopulse platform then had an uncommanded shutdown, confirming the reported complaint. The autopulse platform passed the preliminary and subsequent functional tests with no issues. The ua28 and uncommanded shutdown issue was not replicated during functional tests. Nevertheless, the power distribution board (pdb) was replaced as a preventive precaution, as the pdb may have had some intermittent technical problems that could not be consistently identified during the functional testing. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported while performing a training session at one of their sites, they experienced a malfunction with the autopulse platform (B)(6). The educator started the autopulse, placed the mannequin on the platform, and began compressions. When they switched from 30:2 to continuous compression mode, the autopulse platform displayed "stopping" after 30 seconds, per design. However, the autopulse platform powered off completely without showing any user advisory or fault code. The autopulse platform wouldn't turn back on until the battery was removed and reinserted. The customer replicated the issue during testing, and the autopulse platform restarted after reinserting the battery. Photos of the battery connector pins on and inside the platform showed no visible damage. No patient involvement.